Event description:
Two lots of bd 18g blunt fill needles were found to be contaminated with black particulate matter. Six needles had particulate matter on the needle itself, other needles have black particulates on the plastic needle hub or on the needle shield. Affected lots discovered so far are: 2175384, 2144983.